Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter read inaccurately low compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. It was reported the patient obtained blood glucose results of ¿203 mg/dl¿ with the subject meter and ¿over 500 or 600 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy. A couple days after the start of the alleged issue, the reporter claimed the patient developed symptoms of ¿breathing¿ issues and was drinking a lot of water (thirst). The patient reportedly increased her usual dose of novolog insulin (11.3 or 11.5 units). It would have been helpful to know the patient¿s usual or normal blood glucose range and if she made any changes to her usual dose of medications based on the result obtained with the subject meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and obtained a blood glucose result with another device suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/05/2014).the patient¿s meter has been returned on 3/24/2014 and evaluated by lifescan product analysis on 6/20/2014 with the following findings:analysis was not possible for the meter involved with this complaint due to the noted secondary issue of pcb being contaminated. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.